Event description:
It was reported that the lot number on the outside of the palacos packaging (75974340) is not the same as the lot number on the inside packaging (75974319). Additional information received stated that the reported event was noticed at the time the sales representative called in the palacos lot number used at the hospital. The reported lot discrepancy was verified when the available palacos r and g boxes were opened in the (B)(6) office. There was no patient harm involved and the complaint is in regards to mislabeling.

Manufacturer narrative:
The product was not returned for evaluation. A review of the manufacturing records was performed for part number 00-1113-140-01, lot 75974340. This lot was manufactured and released into inventory on 10/05/2012, expiry date 09/01/2017. There were no non-conformances during manufacture that would be related to this complaint. All testing requirements were met. There was a quality deviation in the production labeling process at hereaus medical. A review of the complaint within the related batch, 45974340, leads to the information that this fault is driven by a quality deviation in the production process. Hereaus comprehensive quality assurance efforts are reflected by a significantly lower error ratio, however, a deviation may occur. Immediate actions have been taken to prevent this error from occurring again and are as follows: training of the line clearance procedure for all people involved in the line clearance process. At the beginning of the packaging process for each lot, the production line will be inspected by two persons separately. The results wil be documented in the DHR of the respective lot.